Event description:
It was reported that patient had interruption of power for a brief period of time with no audible reported alarms. Log files captured 2 low speed advisories and 2 pump stop alarms on (B)(6) 2025 while the patient was connected to batteries. This may indicate that the existing short to shield may have matured into a phase to phase short that can cause speed drops and pump stops on any power source. The patient was asymptomatic and was unaware of the pump stop event. A new small slit to driveline¿s outer white silicon sheath close to system controller was reported by the patient. Rescue was applied tape over it in the clinic. No trauma, per patient, it was noted during their routine assessment of the driveline. Weight was noted to be stable in their range from prior with no significant fluctuation. No system controller malfunction was identified. There were no new x-rays. It was presumed that the alarms were related to previously identified driveline short to shield. The patient was stable. They were not a surgical candidate due to advanced age and patient/family preference.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system controller not alarming as well as the brief interruption of power was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 19 days ((B)(6) 2025 per timestamp). There were no notable alarms active in the log file that would indicate an issue with the system controller. Additional information stated the serial number of the system controller was unable to be provided, the controller alarmed appropriately during troubleshooting, and that no product was exchanged. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate ii system controller were unable to be reviewed due to no serial number being provided. No further information was provided. The manufacturer is closing the file on this event.